Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that approximately one year following the implant of this transcatheter bioprosthetic valve, at a reported depth of 8-9 mm, the patient was hospitalized twice for heart failure. Approximately one year and two months post-implant, an increased gradient of 54 mmhg was noted and a second transcatheter bioprosthetic valve was successfully implanted valve-in-valve reducing the gradient to 5 mmhg. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.